Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 2/02/2017 with the following findings: during testing, it was observed that the battery compartment was cracked and the display screen was dim and discolored. Unrelated to these issues, there was a scratch near the rear package label. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment and a dim and discolored display screen. This report is made based on results of investigation completed on 2/02/2017.